Manufacturer narrative:
Analysis confirmed the reported issue; both output connectors were found to be broken. It was also noted that the battery drawer stuck, the hanger was broken, the serial number label was damaged, and three plugs had tool marks. Additionally, one of the capacitors on the main printed circuit board (pcb) was damaged, and one liquid crystal display (lcd) wire was pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg has been returned for service. There was no patient involvement.